Manufacturer narrative:
The consumer reported that the 3 original biotene products she used were biotene mouth spray, mouthwash, and toothpaste all contained methylparaben and propylparabens and stated that she had just been diagnosed with cancer. She stated that she had been using the products for over a year due to dry mouth from medications. The consumer indicated that she did not bother to look for parabens because most of the companies had been removing them due to a study which called them cancer causing carcinogens. The consumer stated that the recent toothpaste box she purchased did not contain parabens and that the first toothpaste had 2 parabens the consumer stated that she hoped they would be removed from the other products and that if they were she would buy them. The consumer was not a first time user of the products. Follow up was received on same day (B)(6) 2015 from consumer. The consumer stated that she had been using the biotene mouthwash, toothpaste and mouth spray for about a year and a half and that she was diagnosed with cancer after using the products. Concomitant drug was unspecified medications action taken for that unk dechallenge and rechallenge were not applicable.

Event description:
Cancer. This case was reported by a consumer via call center representative and described the occurrence of cancer in a female pt who received oral moisturisers (biotene mouthwash (2013 formulation)) mouth wash (batch number 4l11c1, expiry date october 2017) for dry mouth. Co-suspect products included sodium fluoride (biotene dry mouth fluoride toothpaste fresh mint (2013 formulation)) toothpaste (batch number x5a211, expiry date december 2017) for dry mouth and glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for dry mouth. On an unk date, the pt started biotene mouthwash (2013 formulation), biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) at an unk dose and frequency and biotene moisturizing mouth spray (2013 formulation). On an unk date, an unk time after starting biotene mouthwash (2013 formulation), biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) and biotene moisturizing mouth spray (2013 formulation), the pt experienced cancer (serious criteria gsk medically significant). The action taken with biotene mouthwash (2013 formulation) was unk. The action taken with biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) was unk. The action taken with biotene moisturizing mouth spray (2013 formulation) was unk. On an unk date, the outcome of the cancer was unk. It was unk if the reporter considered the cancer to be related to biotene mouth wash (2013 formulation), biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) and biotene moisturizing mouth spray (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences.